Manufacturer narrative:
Pt info not available at time of this report. Device eval at site determined there to be a high probability that a drape blocked the camera. The system has been used in cases since without issue.

Event description:
A medtronic representative reported issues with the camera tracking intermittently during a case. The camera went between red and green status. They checked the spheres and camera positioning without resolution. The surgeon completed the case with the use of the stealth, with no impact on the pt outcome.